Manufacturer narrative:
Sjm could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by sjm's medical consultant resulted in the following findings: the history of this patient is limited. A cd containing fluoroscopic images was provided for review; however, echocardiographic images were not available. The cd that was provided contained fluoroscopic images of left lower pulmonary artery (pa) angiogram and right lower pa angiogram with levophase. These demonstrated that the pulmonary veins were without any obvious narrowing and draining into the left atrium. There was suggestion of some left to right flow but no definite evidence. Balloon-sizing was performed and showed a definite waist on the lower side of the balloon and no waist on the upper side of the balloon. A device was deployed and the push-pull maneuver was performed. Upon release, the device was seen to significantly splay on the aortic side. According to sjm's medical consultant, this was an iatrogenic asd that was difficult to close. During balloon-sizing there was a prominent waist seen on the lower side of the balloon, but there was no evidence of a waist on the upper side. This image was suggestive of a defect that was very close to the posterior wall. Although not conclusive since echo images were not available for review, the most likely reason for the device embolization was not device related but rather related to patient anatomy.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
According to the information received, a patient with total anomalous pulmonary drainage was corrected 10 years ago but was deliberately left with a "created" atrial septal defect (asd) in order to re-access the left atrium for further planned procedures. This aso is no longer required, so the patient returned for closure. The defect was balloon sized appropriately at 16mm and a 17mm amplatzer septal occluder (aso) was placed. The aso was difficult to place with the unusual anatomy, due to the created defect, but looked good at the end of the procedure. Unfortunately, the aso embolized to the aorta some hours later. The aso was percutaneously removed. The patient will be re-assessed in the clinic in a few months and further percutaneous closure may be attempted, or else a surgical option will be considered.